Event description:
The doctor reported that implant was removed due to osseointegration failure, approximately a month after the implant placement date. Oral hygiene around the implant site was moderate. Bone quality at surgical site was type 2. During the surgery, periodontal disease was observed. Patient will later need another surgical intervention.